Event description:
Device 2 of 2. Ref MFR report #1627487-2012-12217. The was reported the pt was seen by several physicians who recommended the system be removed. It was reported the pt's system was explanted on (B)(6) 2012.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.